Manufacturer narrative:
(B)(4). Batch number: r57k7u. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w reload loaded on the device. The reload was received fully loaded with staples. Further investigation shows that the wedge guide were noted to be damaged. No functional test was performed due the condition of the device. No conclusion could be reached on what caused the damaged on the wedge guide. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hand assisted radical nephrectomy after loading the second reload the device would not fire. A second reload and stapler was used to complete the procedure with no patient consequences reported.